Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 437 mg/dl, 127 mg/dl, 135 mg/dl, and 139 mg/dl. No action was taken based on device results. No blood glucose symptoms reported with these results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.